Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the main drawer was jammed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that the drawer was jammed. A field service engineer replaced the front tray of drawer 3. Fse after reboot, found that drawer 2.1 had all cubies not detected on the bus. Fse replaced the pyxibus module controller and retractor band, but there was no change. Fse removed the front tray and discovered a large pool of fluid, so, replaced the tray, which partially resolved the issue, and the back three rows were functioning properly. Fse round more fluid under the second tray and replaced the drawer half height 2.1 tray and done a hardware test application test. Additionally, fse replaced the keyboard cover. The system functioned as intended after the field service engineer repaired the device

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the main drawer was jammed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.